Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm several times. The physician recommended dropping the augmentation several bars. It was noted that at that time, the console was pumping without alarms. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Possible reasons for the alarm including kinking and location were discussed with the customer. They had planned on getting a chest film done shortly. They were advised to continue monitoring for blood when the alarm happens and consider pressing the fill key if they are unable to resume pumping. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).